Event description:
It was reported by uf via FDA that, "event desc: pt had right total hip replacement three years ago, and the right total hip was revised earlier this year. The right total hip was then revised again a few years ago. Three components removed: stryker femoral head, trident x3 polyethylene insert and acetabular cup."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Should device become available, the eval summary will be submitted in a supplemental report.